Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy while technical support arranged to send a replacement pump, instructing the customer to put the old pump into storage mode and return it using a provided return box and pre-paid label.